Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the plunger assembly broken, the bottom case cracked by l-bracket screws and the plunger head cracked by screws. A review of the event history log identified primary audible alarm background test in the history. Functional testing using the occlusion test did not duplicate the reported problem. The root cause of the problem was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address the issue of primary audible alarm background test.